Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the iol got stuck while trying to insert. Surgeon retracted the lens opened a new lens of the same diopter to complete the procedure. The patient contact was noted. Additional information has been requested.